Event description:
It was reported that visible air bubbles were observed. During an atrial fibrillation ablation, a faradrive steerable sheath clear was selected for use. After inserting the catheter, it was noted air bubbles were coming through while aspirating. Repeated the process but no luck and air bubbles continued to come through. It appeared that the issue was with the homeostatic valve. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned. It was further reported that during preparation, no air bubbles were seen with the sheath. The amplatz extra stiff wire, which was passed through the faradrive dilator, was the only device to pass through the sheath before the farawave catheter. Both the sheath and catheter were connected to a pressure bag set to deliver half a drop per second. During aspiration, bubbles were observed in the sheaths flushing line, traveling up to the syringe. Fortunately, no air bubbles entered the sheath or reached the patient. The rosen wire in the catheter was in the catheter and just the tip was out to shape a ball point pen.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that visible air bubbles were observed. During an atrial fibrillation ablation, a faradrive steerable sheath clear was selected for use. After inserting the catheter, it was noted air bubbles were coming through while aspirating. Repeated the process but no luck and air bubbles continued to come through. It appeared that the issue was with the homeostatic valve. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned. It was further reported that during preparation, no air bubbles were seen with the sheath. The amplatz extra stiff wire, which was passed through the faradrive dilator, was the only device to pass through the sheath before the farawave catheter. Both the sheath and catheter were connected to a pressure bag set to deliver half a drop per second. During aspiration, bubbles were observed in the sheaths flushing line, traveling up to the syringe. Fortunately, no air bubbles entered the sheath or reached the patient. The rosen wire in the catheter was in the catheter and just the tip was out to shape a ball point pen.

Manufacturer narrative:
Visual examination revealed no outer abnormalities were noted. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of the external and internal hemostatic valves were found. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.